Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that a b31 scope communication error occurred due to damage to the charged coupled device unit and due to damage to the circuit board of the video plug section. Additional findings include the following: the adhesive on the bending section cover had a chip, the video connector had a crack, the bending tube was deformed, and the bending section could not be fixed firmly due to damage to the forceps elevator lever. The following had scratches: the bending section cover, control unit, grip, switch 1, angulation lever, right / left lever, up / down / right / left plate, light guide cover glass, light guide connector, video connector case , and the video connector. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus representative on behalf of the customer reported to olympus, there are cases where the endoeye flex deflectable videoscope image does not appear and it becomes gray . The issue was found during preparation for use, the intended therapeutic procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported device gray/no image and the observed b31 scope communication error could not be determined, however, the issues were likely the result of damage to the charged-coupled device (ccd) unit and damaged video plug section on the circuit board due to customer handling/mishandling. The event can be detected/prevented by following the instructions for use which state: chapter 3 preparation and inspection 3.8 checking the function in combination with related equipment". Inspection of endoscopic images ¿check if normal light observation images and nbi observation images are displayed normally¿. ¿1. Wipe the endoscope tip lens with sterile gauze moistened with saline or sterile water before inspection¿. ¿2. Observe the palm, etc. With normal light observation images and nbi observation images¿. ¿3. Make sure the light is coming out¿. ¿4. Adjust the amount of light to get the proper brightness¿. ¿5. Check that there are no abnormalities such as noise, blur, or cloudiness in the normal light observation image and the nbi observation image¿. ¿6. Operate the angle lever of the endoscope to bend the curved part¿. ¿7. Check that normal light observation images and nbi observation images do not disappear for a moment or other abnormalities¿. Olympus will continue to monitor field performance for this device.